Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information (d4) and 510k (g3) are not available.

Event description:
During the pulse field ablation atrial fibrillation procedure, air leaked from the sheath. The sheath was flushed and the issue was resolved. The sheath was noted to have a tight fit with the volt pfa catheter. The procedure was completed without exchanging the sheath with no adverse patient consequences.